Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of helix extension and loss of capture was not confirmed. Analysis was normal. No anomaly was found. Too many revolutions while trying to actuate helix caused the inner coil to get overtorqued. Helix showed normal functioning when torque was applied to inner coil.

Event description:
It was reported that during implant there was a problem with the lead helix extension after it was placed in body. The lead exhibited loss of capture. It was explanted and replaced.